Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device did not switch to auto mode consistently for patient in atrial tachycardia. It was noted that issue was due to intermittent undersensing of atrial events. Programing changes were made to resolve the issue. Patient was stable.